Event description:
It was reported that the stent was surgically explanted. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The stent was deployed without issue, but the delivery system was unable to be removed. The physician used the 0.014 buddy wire technique, and post-dilated with another balloon. The physician moved the carotid artery medially and laterally while the anesthesiologist move the patient's head right and left with chin toward chest. The delivery system was still unable to be removed. The physician elected to convert the tcar procedure to a carotid endarterectomy (cea) and surgically explant the stent. The stent was removed in one piece, and there was no vessel trauma. Following the cea, the patient was neurologically intact. Removal difficulty was attributed to lesion characteristics.

Manufacturer narrative:
Device analysis: an enroute transcarotid stent was returned for analysis. Visual analysis of the shaft of the stent delivery system revealed a separation on the outer shaft, as well as stent damage. The stent damage was a result of device explanation during during the procedure.

Event description:
It was reported that the stent was surgically explanted. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The stent was deployed without issue, but the delivery system was unable to be removed. The physician used the 0.014 buddy wire technique, and post-dilated with another balloon. The physician moved the carotid artery medially and laterally while the anesthesiologist move the patient's head right and left with chin toward chest. The delivery system was still unable to be removed. The physician elected to convert the tcar procedure to a carotid endarterectomy (cea) and surgically explant the stent. The stent was removed in one piece, and there was no vessel trauma. Following the cea, the patient was neurologically intact. Removal difficulty was attributed to lesion characteristics.